Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013, the patient had died while in the hospital. It was reported that the patient had the stomach flu days before he was taken to the hospital by ambulance. The patient was in a coma when he arrived at the hospital. His blood glucose level was 90 mmol/l (1620 mg/dl). The patient was treated with insulin at the hospital. It was reported that the hospital staff noticed that the patient was attached to an infusion set while at the hospital and the infusion device was beeping constantly day and night before the patient died. They did not make note of any error or alert messages displayed on the device. The infusion set was discarded. The infusion device has been sent to undergo product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.